Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that insulin was slowly and barely coming out of the tubing from the insulin pump. Her blood glucose was 210 mg/dl. The customer stated during a fixed prime, she did not see drops at the end of the tubing and believed the motor was causing a delivery anomaly. Troubleshooting was performed. The customer stated she forgot to fill the cannula dead space after removing the introducer needle. She also stated she did not program another prime after reconnecting and disconnecting, instead of doing a prime into the air. The customer further stated the alarm history appeared accurate. The insulin pump was not exposed to any strong magnetic fields. During the displacement test, no reservoir appeared on the display. The customer's blood glucose was 240 mg/dl at this point in the troubleshooting. The customer stated she saw there were no problems with the insulin pump.